Event description:
The patient reportedly experienced sound quality issues and pain at the implant site followed by loss of sound. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery will be scheduled.